Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. The ground resistance failure identified during preventive maintenance testing was corrected by replacement of the power filter module. The probable cause of the failure was determined to be component failure of the power filter module. A CAPA was opened to further investigate ground resistance failures. Following component replacement, the device met applicable electrical safety performance specifications. Refer to complaint record (B)(4) for additional details related to this event and the manufacturer¿s evaluation.

Event description:
A z-800wf pump, serial number (B)(6), was returned for testing. During standard electrical safety testing, the device failed the ground resistance test, measuring 0.453 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The failure was identified during testing no adverse event or patient involvement occurred.